Manufacturer narrative:
Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call, needed assistance with her insulin pump. Assistance was provided and customer was able to rewind the insulin pump however the reservoir would not lock into place on the insulin pump. Customer's blood glucose was 160 mg/dl customer stated the insulin pump was not damaged but there was a wire that came out. The insulin pump is returning for analysis.